Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly after the patient¿s implant procedure for an extravascular implantable cardioverter defibrillator (ev-ICD) system the patient had syncope where it was noted the patient was unconscious for 30 seconds while going to the bathroom. Then after laying down the patient again was unconscious. CPR (cardiopulmonary resuscitation)  alarm was raised and patient was connected to an AED ( automated external defibrillator). The AED showed sinus bradycardia of 40-45 beats per minute. The patient was very pale, soaking from sweat and suffered from chest pain. There was no ICD shock. It was noted that these are different symptoms then the vts (ventricular tachycardias) the patient is familiar with. The ev-ICD and ev-lead (extravascular (ev) remain in use. The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  ev240163 ev-lead  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.